Event description:
It was reported "we utilize 3 ml sodium chloride flushes from bd (ndc 08290-3065-44). When the syringes are put into the syringe pump they read as 10 ml syringes since the syringe diameter is the same as the 10ml syringes, however, the plunger is significantly shorter". There was no information on patient involvement. The syringes the customer are using are not compatible with the syringe module. The customer has made an implied product enhancement request to add the 3ml posi-flushes to the list of compatible syringes.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.